Event description:
Reference importer number: (B)(4).

Manufacturer narrative:
From the document review of the lot involved no anomalies were found: the surgical plan of gmk total knee implants with my knee pt match cutting blocks has been verified and confirmed by r&d department. The production steps and controls have been correctly performed in accordance with the specifications. It was reported that the surgeon had to move to a lower size of femur (from 5 to 4) re-performing the cuts. A femur size 4 was finally implanted and the surgery was successfully completed without any further issue. From the data collected, the reason of the problem is unk, but it is likely not device related since the surgical plan was confirmed and the my knee cutting blocks were produced according to it.